Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including defib cycle, discharge testing while bench handling, and general defib testing without duplicating the report. The device was recertified and returned to the customer. It is noteworthy to mention a zoll representative confirmed the end user utilizes the motorola apx6000 and discussed the interaction possibilities with the end user so it is aware that the emissions can cause this x-series behavior in close proximity. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 79-year-old male patient, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.